Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the left lead 0-7 was fractured and all impedances were greater than 10000. The rep stated that the factors which may have contributed to this issue remain unknown. They stated they tried reprogramming to the other lead, but it was unknown if the issue was resolved. No symptoms were reported. No further complications were reported.